Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving a clonidine, bupivacaine, and dilaudid at unknown concentrations and doses via an implantable infusion pump. The patient's relevant medical history was not provided at the time of this report. It was reported the patient had suspected meningitis/infection related to the pump. The patient had pain and altered mental status and the hcp wanted to do an MRI to check for abscess or other issues. The patient had high white blood cell count. The patient was in the emergency room on the night of (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.